Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon remained inside my vagina. (Foreign body in reproductive tract) string pulled out of tampon. (Device breakage) went to remove tampon, string pulled out and tampon remained inside. (Complication of device removal) case narrative: consumer reported via phone that the string pulled out of the tampon during removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon remained inside my vagina [foreign body in reproductive tract]. String pulled out of tampon [device breakage]. Went to remove tampon, string pulled out and tampon remained inside [complication of device removal]. Consumer reported via phone that the string pulled out of the tampon during removal. No serious injury reported.

Event description:
Tampon remained inside my vagina [foreign body in reproductive tract]. String pulled out of tampon [device breakage] .went to remove tampon, string pulled out and tampon remained inside [complication of device removal]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via phone that the string pulled out of the tampon during removal. No serious injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.